Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for urological care. Based on the evaluation, no damage or abnormalities were observed on the catheter. The drainage funnel was inspected and observed very slightly diagonal trim of the funnel. The complaint sample was compared with internal specification and observed the sample is within internal specification and acceptance criteria. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip of the drainage funnel of the catheter was cut diagonally. It was placed in the patient, but it was immediately removed. The urologist had stopped using it. Per follow-up information received via ibc on 10sep2021, urologist removed the catheter and unknown whether any issue draining the urine from the catheter. Per follow-up information received via ibc on 10sep2021, did not cut the catheter. It was reported that the tip had been from the beginning diagonally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the drainage funnel of the catheter was cut diagonally. It was placed in the patient, but it was immediately removed. The urologist had stopped using it. Per follow-up information received via ibc on 10sep2021, urologist removed the catheter and unknown whether any issue draining the urine from the catheter. Per follow-up information received via ibc on 10sep2021, did not cut the catheter. It was reported that the tip had been from the beginning diagonally.